Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 468 mg/dl at the time of incident. Customer stated that last week blood glucose 464 mg/dl last night at bed time it was 260 mg/dl and injected insulin 468 mg/dl this morning and customer feel tired. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not allege insulin pump for under delivery. Customer stated that drive support cap was normal. Customer reports they did contact their health care professional regarding the high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test, excessive no delivery test and displacement accuracy test. Device passed the delivery accuracy test. (B)(4).